Manufacturer narrative:
(B)(4). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edward¿s technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the incorrect placement of the sapien 3 valve in the ivc instead of the intended mitral position was related to the valve becoming dislodged from the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference mfg. Report #2015691-2017-02417.

Event description:
During implant of a 29mm sapien 3 valve in the mitral position by transvenous access, tracking difficulty was encountered causing the valve to come off the balloon. A 2nd 26fr sheath was inserted with a 29mm s3 valve was successfully deployed. A balloon pump was placed after the valve implant to continue to work on the valve in the "superior" vena cava. The patient hemodynamics were stable. The balloon pump was removed post deployment of the valve. A 14mm occluder was successfully placed in the atrial septum. The patient was transferred for post management care in stable condition. One day post implant of a 29mm sapien 3 valve in the mitral position by transvenous access, the patient experienced worsening abdominal pain and a CT revealed intra-abdominal bleeding. During an exploratory laparotomy no active bleeding was observed but a retroperitoneal hematoma was discovered and evacuated. The sapien 3 valve in the ivc was removed and venoplasty repair was performed. Upon discharged the patient was hemodynamically stable with vital signs within normal limits and o2 saturation was good without oxygen.